Event description:
It was reported to philips that the system failed to boot; power shutdown during startup countdown on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced pd. Assy. Frontpanel boxed and pd. Assy. Rearpanel boxed, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).